Event description:
It was reported that during a left lap colon procedure, the device tore. A second device of the same product code was used to complete the case. No patient consequence reported.

Manufacturer narrative:
Serial #=na